Event description:
Patient's representative reported right side "intracapsular rupture", "irregular contours", and "prominent lymph nodes in the internal breast chains." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "prominent lymph nodes in the internal breast chains."

Event description:
Patient's representative reported right side "intracapsular rupture", "irregular contours", and "prominent lymph nodes in the internal breast chains." The device remains implanted.